Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient developed a bleeding rash under one of the rear therapy electrode pads and under her breasts. The patient removed the lifevest and had an appointment with her physician to discuss the rash. Follow-up indicated the patient was wearing the lifevest and the rash had improved.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.